Event description:
Patient was revised due to dislocated. There was no delay in surgery. Doi: (B)(6) 2022. Dor: (B)(6) 2022. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4).